Manufacturer narrative:
It was reported from (B)(6) that on (B)(6) 2015 the patient had persistent low flow alarm of 1l/min. He arrived at the hospital 12 hours the alarms began. The patient was asymptomatic. The site exchanged the controller and that resolved the alarms. Four days later, the patient had a persistent low flow alarm of 1l/ min and echo showed a small collection lying on the outer wall of the inflow cannula. Heparin was started. Three days later, the patient had a vad stop alarm and the power consumption was rising >25 watts. The site tried to restart the pump but the power was > 25 watts and the pump would not restart. The site exchanged the controller but it did not restart the pump. The site disconnected the controller and the patient was asymptomatic, oriented and lying flat. Follow up information was provided by the site that they observed the patient in the ICU for 1 week with the vad off and the patient did well. They left the pump implanted but surgically removed the driveline and the patient was discharged. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Lvad pump, (B)(4), was not returned for evaluation. Two controllers were returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported inadequate flow rate and high power events were confirmed via review of the controller log files, which revealed 57 low flow alarms and a sustained decrease in estimated flow and power consumption followed by a rise in power consumption and 6 high watt alarms. It was reported that "the echo showed a small collection lying on the outer wall of the inlet flow cannula". Analysis of the two controllers revealed that the devices met specifications; the controllers passed visual inspection and functional testing. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow and high power events can be attributed to external factors such as thrombus formation. Additionally, lvad pump candidates often possess risk factors for intravascular coagulation, which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Controller - (B)(4) / catalog number 1407de / expiration date 09/30/2015. Controller - (B)(4) / catalog number 1407de / expiration date 08/31/2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 08/25/2015. Log from 08/18/2015 through 08/25/2015. Power consumption above normal operating range. Log file analysis review date: august 25, 2015; log files from 08/11-25/2015-normal power consumption with intermittent suction. Additional notes: 32 suction alarms have been logged since (B)(6), 2015. 136 low flow alarms have been logged since (B)(6), 2015. Multiple changes in viscosity over the last 14 days. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from egypt that the patient had "57 low flow alarms have been logged since (B) (6), 2015". "Starting on (B)(6), 2015 a sustained decrease in estimated flow and power consumption were observed". "A rise in power consumption has been logged starting (B)(6), 2015". "On (B)(6), 2015 the parameters were outside of normal power consumption limits". "Patient is hospitalized" (date unknown). It was stated "we now have solid evidence that the outlet graft has clotted completely, and that there is a small clot in relation to the inlet cannula". No additional information provided. Investigation is ongoing.